Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's right eye on (B)(6) 2011. The lens was explanted on (B)(6) 2012 due to low vault. No other lens was implanted.

Manufacturer narrative:
(B)(4).